Event description:
It was reported that during a procedure of the moderately tortuous, concentric, heavily calcified, 90% stenosed, de novo, proximal, right coronary artery (rca) with a vessel diameter of 4 mm and lesion length of 22 mm, the 3.25 x 15 mm nc traveler balloon dilatation catheter (bdc) was used for pre-dilatation; however, during the first inflation at 10 atmosphere (atm) the balloon ruptured. A non-abbott stent was implanted and post-dilatation was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hypercoat; guide cath: hyperion. The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.